Manufacturer narrative:
This is the same event as 3010536692-2014-01676, -01677, -01678. This event occurred in (B)(6).

Event description:
Allegedly, patient revised due to unknown reason. (Suspected mom complications).